Manufacturer narrative:
The product evaluation has not yet been completed for the device in question. A follow up report will be sent in 30 calendar days to disclose any additional findings.

Event description:
The device in question failed the "open free flow state" test when the device was returned for periodic maintenance.

Manufacturer narrative:
In the first follow up report sent on 10 june 2016, walkmed infusion stated the device in question was repaired and returned to the customer. This was a clerical oversight as the device in question has not yet been repaired and returned to the customer. The product's evaluation has not yet been completed. A third follow up report will be submitted within 30 calendar days to disclose further evaluation findings.

Manufacturer narrative:
The device in question was repaired and subjected through a series of acceptance testing. The device met specification and was returned to the customer.

Manufacturer narrative:
The device in question has been repaired and was subjected through acceptance testing. The device met all acceptance criteria.